Manufacturer narrative:
Month and year of event have been provided; day is unknown. Other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient went to bed with sq device intact but when he awoke 9 hours later in the morning, the sq site was out (device dislodgement). He experienced increased fatigue and abrupt withdrawal of remodulin that was potentially related to (external or internal) pump incident or dysfunction as accidental/unintentional dose omission. The abrupt withdrawal was attributed to the drug since the site fell in the middle of the night and was not considered a serious adverse event. He was without the prescribed dose of remodulin for more than 3 hours, but it was unknown exactly when site fell out with drug not infusing. The abrupt withdrawal occurred while using cadd ms3 drug delivery system which did not have an alarm alerting malfunction. The abrupt withdrawal was resolved as the new site was placed with drug restarted at lower rate and titrated back to baseline. He was doing well and had no issues with pump.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.